Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in an arteriovenous fistula in the moderately tortuous and mildly calcified vein. A 6.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient injuries nor complications reported and the patient was in good condition.